Manufacturer narrative:
(B)(4). Device manufacture date: september 30, 2015- october 1, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a ruptured bladder. The rupture was inspected under magnification and there were no signs of abnormality. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bladder of a small volume intermate ruptured during filling. This event occurred before use. There was no patient involvement. No additional information is available.